Event description:
Patient had tha done 15 years ago. He has recently been having thigh pain. The stem was removed and a restoration modular head and new insert was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a prec osteo hap fem comp #2 was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: an x-ray was provided; however, this was deemed insufficient for a medical review by the clinical consultant. More information including operative reports, past clinical history, and additional x-rays is needed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. A complaint history review was not performed as no device specific failure modes were identified. Conclusions: the exact cause of the reported pain could not be determined. Based on the information provided there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient had tha done 15 years ago. He has recently been having thigh pain. The stem was removed and a restoration modular head and new insert was implanted.